Event description:
(B)(4).

Manufacturer narrative:
A sales rep investigated the incident and the medical device on location. The sales rep concluded that: "the lift motor, motor band broke. At the time of the incident the motor band was deteriorated to the point of failure". Based on chronology of service reports, this was the original motor band (year 2000). In (B)(4) 2013, the client reported that motorband was fraying. On recommendation of sales rep a proposal for a new motor was created, rather than repair a 13 year old motor.